Event description:
It was reported that the pod adhesive was not adhering well to the skin on the infusion site (arm) during a crowded concert, causing the cannula to dislodge after approximately 5 to 24 hours of wear. This resulted in the patient¿s blood glucose level increasing to reading "high" (>400 mg/dl). The patient applied a new pod and successfully resumed therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported adhesive failure and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.